Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation for the procedure, it was noted that the tip of the device was bent. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. Additionally, the initial tip orientation was towards the right and did not meet the orientation specification. The orientation of the distal tip could be adjusted by rotating the handle and also set with in orientation specification. A functional evaluation found that the device meet the bowing specification. The condition of the returned incident device was not consistent with the complaint that the tip of the device was bent. The user could have interpreted the twised working length as bent. Therefore, the most probable root cause for the condition of the returned device is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Based on the investigation results this is no longer considered a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. Although the exact event date is unknown, the procedure was reported to have been performed during the week of (B)(6), 2011. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation for the procedure, it was noted that the tip of the device was bent. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event.